Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette the correct amount of sample into well positions b5, c5 and d5 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.